Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Information received through a literature review. The device was not returned for evaluation. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This information was obtained through literature review. Central pseudo-aneurysm formation following arterial closure with a starclose se device: when a starclose does not completely close. It was reported that a puncture closure of an unspecified vessel was completed using a starclose se device after a diagnostic cardiac catheterization procedure. Reportedly, four days later angiography revealed a pseudoaneurysm emanating from the center of the starclose se clip. No additional information was provided.